Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2009 was chosen as a best estimate based on the date the patient presented with recurrent urinary incontinence. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4).

Event description:
Note: this report pertains to one of two devices used for the same patient. Refer to manufacturer report # 3005099803-2022-07091 for the associated device information. It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a tension - free vaginal tape or tvt procedure performed in 2006 for stress urinary incontinence. The procedure was straightforward and successful. In 2009, she presented with recurrence of her urinary incontinence and following some conservative treatment and physiotherapy she went on to have a repeat tvt procedure in january 2013 using a second advantage fit system device. It was documented in her operation notes that when the tvt was placed on the right side there was kinking of the bladder wall and, therefore, it was removed and re-inserted and at that time, the cystoscopy was normal and no further kinking on the right side. The left side tape was placed without complication.